Manufacturer narrative:
D5,6;h4: info unavailable, device returned with no lot or batch ID. Results of evaluation: conclusion: based in the info and the examination, the outer gasket of the sleeve was torn approx. 25%. No conclusion could be reached as to how it occurred.

Event description:
During a laparoscopic paraesophageal hernia repair the 355ld trocar was leaking carbon dioxide making visibility difficult. No suturing had been performed up to this point in the case. A second device was opened to complete the procedure. There was no consequence to the pt.